Event description:
It was reported that on (B)(6)2024, an epic plus mitral valve was chosen for implant. During procedure, the valve was implanted, and the physician tried to remove the plastic holder attached to the valve. While pulling on the knob on top of the holder, it disassembled into multiple pieces. It was also noted that there was more resistance with the epic plus mitral valve after it was changed from three suture cuts to one suture cut. All of the pieces of the holder were retrieved. There were no adverse patient effects. The patient status was recovering and stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve holder broken into multiple pieces was reported. Information from field indicated that the event occurred while implanting when pulling on the knob on top of the holder the valve. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.